Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and component migration.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 a patient underwent treatment of an abdominal aortic aneurysm and a left internal iliac aneurysm with gore® excluder® aaa endoprostheses. The maximum aortic diameter was 58.6mm. On (B)(6) 2016 the maximum aortic diameter by CT was 65mm. On (B)(6) 2019 the maximum aortic diameter by cta was 55mm. A type 1b endoleak was discovered in the right common iliac artery. Proximal migration of the graft limb into the aortic sac was also reported. On (B)(6) 2020 a reintervention took place with extension of the endoprosthesis. On (B)(6) 2020 the type 1b endoleak was deemed as resolved.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.